Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented to technical services. During the call, the patient stated their right ventricular lead had been detached and curled up. No changes or interventions have been reported. There were no patient consequences.